Manufacturer narrative:
Unit received and placed it under microscope and found physical damage to cow catcher (broken connector bridge), and damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer states the radio frequency icon did not turn green. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed for the unexpected re-initialization and the customer does not wish to continue using the sensor. Troubleshooting was performed for the tester procedure for transmitter and the customer was advised that the transmitter may not be working. The customer requested to run the tester procedure for the transmitter. The customer stated that the led light blinked when the transmitter was connected to the tester but the transmitter did not communicate. No harm requiring medical intervention was reported. The customer will discontinue using the device. The product return requested for the for mmt-7841zw. The customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.